Event description:
During a pci procedure the maverick2 monorail balloon ruptured at 10 atms. The number of inflations and to what atms is unk. It is noted the lesion was extended properly and the procedure was successfully completed. The lesion being treated was a 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. A 7fr terumo introducer sheath, a balance guidewire and a mach1 fl4.0 sh guide catheter were also used in the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.